Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant didn't seem to be working or lasting as long and the issue began a couple months ago or 2 to 3 months ago. Patient also mentioned the implant took quite a while or over an hour to charge from 'dead' empty to full charge which also started a couple months ago. Patient would be unable to charge the implant with their replacement controller. Patient inquired how long charging the implant should take. Agent reviewed charging duration. Patient mentioned they were happy with the charging times after agent reviewed charging duration. Agent redirected patient to their hcp to address the issue if the implant depleted faster than usual.